Event description:
A customer contacted baxter's technical service center regarding a user error which occurred while setting up the home choice machine. The nurse was assisting the patient with set up; the nurse placed the supply bag on the heater plate. The patient and nurse then realized that they had put the wrong bag on the heater plate. The technical service representative (tsr) advised it is okay to move the bags without disconnecting them. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse, she was assisting the patient with setting up and did not realize that they had the bags switched. The nurse stated that they switched the bags and resumed therapy successfully. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The solution to this report was provided over the phone.

Manufacturer narrative:
(B)(4). The cause for the reported issue was determined to be use error. A labeling review revealed labeling to be adequate for the use error identified in this report. A service history review revealed no previous service events were related to the event. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.